Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-08. H6: investigation summary: it was reported that the drug was noticed to be leaking through the plunger of three syringes. To aid in the investigation, three samples in a plastic bag and three photos were provided for evaluation by our quality team. Each sample is filled with a chemotherapy drug: 24ml, 19ml and 23ml. Due to the contamination, and safety reasons, no additional inspection or testing was performed. Each photo shows a syringe with a red color solution. The syringe has droplets of the red substance past the rubber stopper. A device history record review was completed for provided material number 302832, lot number 1091316. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A complaint trend analysis for this product and symptom were performed. This defect is isolated to this customer. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Event description:
It was reported three syringe 30ml ll s/c 56 had leakage issues. The following information was provided by the initial reporter: "during final inspection, drug was noticed to be leaking through the plunger of all 3 syringes."

Manufacturer narrative:
Initial reporter zip: (B)(6). Investigation summary: it was reported that drug was noticed to be leaking through the plunger of three syringes. To aid in the investigation, three photos were provided for evaluation by our quality team. Each photo shows a syringe with a red color solution. The syringe has droplets of the red substance past the rubber stopper. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but, without the physical sample analysis, a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported three syringe 30ml ll s/c 56 had leakage issues. The following information was provided by the initial reporter: "during final inspection, drug was noticed to be leaking through the plunger of all 3 syringes."